Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level in the 200-230 mg/dl range. Customer was treated with intravenous fluids and insulin, and was released the follow day with no permanent damage. Reportedly, an occlusion alarm occurred. Customer changed the pump supplies to resolve the issue. Reportedly, the customer had a viral infection which contributed to reported bg level.